Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, detailed mechanical and electrical testing was performed on the device. The device battery status was less than 0.5 years. The device functioned normally throughout testing. Laboratory analysis determined that this device experienced normal battery depletion; however, the estimated longevity remaining value appeared to decrease more quickly than expected between routine follow-ups. Factors influencing the estimated longevity remaining calculation include pacing rate, amplitude, pulse-width and lead impedance. Any changes in these factors will impact the battery consumption calculation and therefore the remaining longevity estimate. Please note that, despite the drop in estimated longevity remaining, the actual battery condition did not change significantly between follow-ups. In summary, it was determined that this device experienced normal battery depletion, but declared less than 0.5 years earlier than previously estimated.

Event description:
It was reported that this pacemaker had half a year remaining longevity and recently showed a year and a half. Boston scientific technical services (ts) confirmed that the automatic capture was on. Ts then explained variability with automatic capture can cause the observation. Ts also discussed programming options. As of this time, the pacemaker remains in service. No adverse patient effects were reported.